Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of chemotherapy, a leak in the tubing set was noticed due to medication dripping on the floor. There was no patient harm.